Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that her dog chewed on her pump. The customer stated that there are pieces cracked and the pump would not stop beeping. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to performed functional test due to display anomaly. Unable to verify audio/vibrate anomaly/absence of alarm due to display anomaly. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked lcd window and dog chew marks on case. Unable to verify device beeping due to display anomaly.